Event description:
Patient returned for post operative appointment. During exam, surgeon noticed the plate was broken. Patient was scheduled for surgery where plate was explanted and re-fixated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusions could be drawn as no device was returned and no lot number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.